Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. The reader did not power on with button, retained test strips, or usb cable insertion. Reader was de-cased and during visual inspection of the pcba (printed circuit board assembly), burn marks was observed. The returned battery was measured at 0.0v which was not within specification. The returned battery was replaced with a new un-used battery and the reader still did not power on. While attempting to power on the reader, a power consumption test was performed and the results were not within specification. The returned reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. Extended investigation was performed and during further internal visual inspection, damage was also observed on the reader's lcd (liquid crystal display). The observed damage is consistent with the reader being exposed to microwave frequencies. A new un-used reader was placed into a mircrowave and the same pattern of damage as the returned reader was replicated. Therefore, the issue is not confirmed to a user issue. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the meter during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous report and has been updated. Section g-3 (date received by mfg) was incorrectly documented as(B)(6)2024. The correct g-3 was(B)(6)2024.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the meter during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.